Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, after the valve was deployed, the delivery catheter system (dcs) would not track back off of the non-medtronic guidewire. Per the physician, there was no issue with the guidewire. The guidewire was pulled out and there was no kink seen in the wire. A different wire was used to maintain femoral access. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) without a valve loaded in the capsule. The dcs was returned without the guidewire used at the procedure. The handle appeared intact. The device was received with the capsule partially opened. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions with slight resistance noted and locked in place when released. The tip-retrieval mechanism appeared intact with slight resistance noted when tested. The device was returned with the end cap/screw gear snap fit connected. Slight delamination was observed over the nitinol reinforcing frame along the proximal end of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. There were two bends to the stability shaft. A dcs was loaded onto a 0.035-inch guidewire and there was no issue noted with dcs tracking over the guidewire. The reported event could not be confirmed in the analysis. Conclusion: the subject dcs was returned to medtronic for analysis. The reported guidewire associated with this event was not returned. Overall, there were no findings to suggest a failure to meet manufacturing specifications was related to this event. Historically, a kink on the guidewire would cause removal difficulties. In this case, the physician reported that there were no issues with the guidewire. The dcs was noted to be curved or bent in two places in the stability shaft. This was not reported in the event and may be a result of shipping of the device. Slight resistance was noted when using the tip retrieval mechanism, and when using the trigger to advance and retract the capsule. The resistance may be a result of the bend in the stability shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.